Event description:
Patient presented to the hospital after receiving inappropriate shocks. Review of the egms revealed that the shocks were due to noise. Lead anomaly was suspected. The lead was explanted without complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The field experience was confirmed. Analysis found that the five wires of the proximal coil were fractured at 2.1 cm from the connector pin. The three branch connectors were bent and appeared they were positioned around the device increasing stress on the is-1 branch and over time the proximal coil fractured.